Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the right ventricular lead was implanted, and the parameters were not suitable. Attempts to reposition were made but the issue persisted. The lead was removed and replaced. There were no patient consequences.

Manufacturer narrative:
The reported event was ¿lead parameters were not suitable for implant¿. As received, a complete lead was returned in one piece. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of procedural damage.